Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress / chemical stress / storage environment, etc. The following information is stated in the instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope was leaking at the distal end. The leak was found during an internal review for pre or post reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the insertion section was peeling. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the bending section rubber was leaking. In additional, evaluation found the distal end cover was cracked/damaged, the connecting tube was scratched, the universal cord was wrinkled/scratched, and the scope connector cover was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.